Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test. No motor error alarm noted during testing. The motor was tested outside of the device and passed. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm during the rewind. The customer¿s blood glucose was unknown. Customer also stated that there were some motor error alarm in the alarm history. The device will be returned for analysis.